Event description:
It was reported that the top anchoring plate of a roi-c construct broke out from the bone at the c4/c5 level three days post op, allowing the cage to migrate. The patient complained about a palsy on the left side at c5. The surgeon performed a revision surgery to remove the cage and anchoring plates and replaced them by doing a corpectomy. This is report two of two for this event.

Manufacturer narrative:
Added information to h6: type of investigation, investigation findings, investigation conclusions this follow-up report is being submitted to relay additional information. Summary the complaint is confirmed for one (1) of one (1) roi-c cage (pn mc1321p) for the failure of anterior migration. Post-operative x-rays were provided and evaluated. Device evaluation: product was not returned for evaluation. However, x-rays were provided to show the final positioning from the end of the surgery, as well as the imaging from two days later when the patient came back in and the bone fracture was found. It can be seen by comparison between these images and the examples of proper placement that the implant was not properly placed. Looking at the initial post-op x-ray, the superior cage is seen to be further anterior than the posterior cage. Thus, it is possible that the superior plate was not inserted far enough into the disc space. This may have impacted the biomechanical performance of the device, leading to the result seen in this event. Potential cause root cause was unable to be determined with the information provided. However, it is possible that the cage was not placed far enough posterior, causing the plates to be placed too far anterior, leading to less than satisfactory biomechanical performance. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2021-00020.

Event description:
It was reported that the top anchoring plate of a roi-c construct broke out from the bone at the c4/c5 level three days post op, allowing the cage to migrate. The patient complained about a palsy on the left side at c5. The surgeon performed a revision surgery to remove the cage and anchoring plates and replaced them by doing a corpectomy. This is report two of two for this event.